Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign objects in air-water channel and air-water cylinder. A root cause could not be identified. Based on the results of the investigation, it is likely that due to damage on charged coupled device unit, the image disappears during angulation in up-down directions. Moreover, the most probable cause of accumulation of white foreign material could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope exhibited no image when externally rotated during reprocessing. There were no reports of patient involvement.